Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's wife reported that the patient experienced an infection when the leadless implantable pulse generator (ipg) was implanted. The leadless ipg remains in use. No further patient complications have been reported as a result of this event. (B)(6) 2019: it was further reported that the infection occurred with the patient's previous implantable pulse generator (ipg) system. The ipg system was explanted and replaced with the leadless ipg.